Event description:
Discordant sodium (na) and chloride (cl) results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument. The corrected results were reported to the physician(s). Two patients ((B)(6)) underwent treatment after the corrected results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant na and cl results.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and instructed the customer to replace the integrated multisensor technology (imt) reagent 1 probe, imt sensor and the mono-pump seal. The ccc also instructed the customer to prime all fluids and to perform a diluent check using a new bottle. The cause of the discordant sodium and chloride results is unknown. The customer successfully ran imt calibrator and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.